Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. A revision was unsuccessful and the ra lead was explanted. A replacement lead was attempted to be implanted, but would not track easily through two different catheters. The lead was removed and a third lead was attempted. The third lead would not track easily through three attempted catheters. The third lead was removed and aright ventricular (rv) lead was placed instead. It was noted that one of the catheters became kinked during the procedure. No patient complications have been reported as a result of this event.